Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted and completed at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce exposure. Upon troubleshooting actions, fse identified that the ippc was starting, and ippc os disk was defective. Fse replaced the ippc os disk and reinstalled the system software. After replacement, the system was returned to use in good working order.